Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have not felt well since the implant of their leadless implantable pulse generator (ipg). The patient experienced abdominal discomfort with bloating, distended stomach, irregular bowel movements, discomfort on the right side, severe dizziness, abdominal pain. The patient has had the device checked and was told it was working as intended. Some adjustments have been made which have helped but symptoms persist including dizziness, tiredness and getting winded with exertion, night sweats, unable to catch breath at night, and labile blood pressure. The patient was also having frequent premature atrial contractions and sinus variability which made it difficult for the device to track their sinus rate. The device remains in use. No further patient complications have been reported as a result of this event.